Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: programmer passed functional testing. It is noted the rf (radio frequency) head cable found out of electrical specification (rf head reported on 2182208-2013-00564).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient compl ications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.